Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086mri implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced small r-waves. The lead was reprogrammed. The lead is now exhibiting oversensing and a high number of short interval counts (sic). The lead remains in use and will be reprogrammed again. No patient complications have been reported as a result of this event.